Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to damage on charge-coupled device unit, the image was 5 not displayed. Because the electrical contact of the video connector was shaved, the image was not displayed. Adhesive on distal end had a chip. The distal end, the switch1, the angulation lever, the control unit, the grip, the light guide connector, the up/down, right/left plate, the universal cord, the video connector, and the video connector case were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had no image. There were no reports of patient harm.

Event description:
Information received by the customer stated that the no image issue occurred during preparation for use. All other information are "unknown".

Manufacturer narrative:
Information received by the customer was added to sections b3 and b5 of this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the failure of the image sensor unit, defect of the circuit board inside the video connector, or defect of the system side. Olympus will continue to monitor field performance for this device.